Manufacturer narrative:
Based on the information available, no conclusion can be made. As reported, the patient developed a bowel fistula, underwent partial bowel resection and removal of the ventrio st mesh. No additional details have been provided. Fistula formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Note, the date of implant is estimated as (B)(6) 2018 based on the information received, as a specific implant date is not provided. Not returned.

Event description:
As reported, the patient was implanted with a bard/davol ventrio¿ st mesh in (B)(6) 2018. As reported a bowel fistula had formed as the bowel had grown into the mesh. On (B)(6) 2020, an open ventral repair procedure was performed; the mesh was removed, a small portion of the bowel was resected and the hernia was re-repaired with a phasix st mesh.